Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection and functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records including a death certificate, autopsy report, pathology report, and clinical procedural notes were requested but were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. Per the reported event details, the tip of the guidewire was not withdrawn into the distal tip of the crosser prior to activating the crosser. Per the instructions for use (IFU), after advancing the guidewire and crosser catheter to the lesion site, the guidewire needs to be withdrawn approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. It is possible that the improper positioning of the guidewire during activation contributed to the tip detachment. Labeling review: the current instructions for use (IFU) states: adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Interventional use: for the crosser catheters 14p, 14s, and s6, access lesion with standard 0.014¿ (0.36 mm) guidewire. Advance the guidewire and crosser catheter 14p, 14s, or 18 to the lesion site. Withdraw the guidewire approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A request for the return of the device was made to the user; however, the user reported to have discarded the device. A request for medical records including a death certificate, autopsy report, pathology report, and clinical procedural notes has been made to the user; however, the requested records have not been made available to the manufacturer. A request for images has been made to the user; however, the request images have not been made available to the manufacturer. A request for patient weight was made to the user; however, patient weight was unobtainable. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the recanalization catheter allegedly became stuck during advancement through a stenosis in the posterior tibial artery, approximately 10cm above the ankle. It was further reported that the health care provider (hcp) noticed that the tip of the recanalization catheter allegedly broke. During an attempt to remove the recanalization catheter, a segment of the catheter and the tip allegedly detached and remained in the lesion. Several attempts were made to remove the detached segment and tip, but were unsuccessful. The patient was transferred to the operating room for a surgical removal procedure. During anesthesia induction, the patient expired due to heart failure. The hcp has denied that there is a causal relationship between the device and the patient's death.